Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D3) denmark, g1) denmark, e1) netherlands and h10) related report numbers: 3002808486-2024-00163. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study wce-1713: zenith alpha thoracic post market retrospective study. Synopsis: protocol 17-13, pt 611-041: reported thrombus in proximal study device at 1, 6, 12-month, 2, 3, and 4-year follow-up visits ((B)(4), FDA ref# 3002808486-2024-00163). Device issue at 4-year visit¿stent migration ((B)(4), FDA ref# 3002808486-2024-00161) and suboptimal seal of distal component of stent. Adverse events at 4-years - stent migration, aneurysm growth. On (B)(6) 2020, the patient was routinely treated for a saccular thoracic aortic aneurysm with placement of the above zta devices. The procedure imaging notes the proximal edge of the graft fabric is in zone 2, but that the left subclavian artery was not covered. The 1-month follow-up imaging revealed a thrombus in the proximal component, however, the device information page shows both devices as the most proximal. The patient was taking aspirin. Imaging at the 6, 12-month, 2, 3, and 4-year follow-up visits provided the same information about the thrombus, and the patient was noted as taking aspirin at each visit. In addition, the 4-year follow-up visit imaging revealed device issues, specifically caudal device migration > 10mm and ¿suboptimal sealing of distal component of stent, resulting in distal struts into the aneurysm.¿ an ae was entered for stent migration and aneurysm growth for the same date as the 4-year visit. No treatment was provided. The event was considered related to the study device and procedure with description ¿stent migration and aneurysm growth.¿ acces site complication ((B)(4) this complaint): after placement of the stent and after closing of the incision, no pulse could be found proximal and distal from the arteriotomy. The artery was opened again and a succesful thrombolectomy was performed.

Manufacturer narrative:
H6) g07001 - part/component/sub-assembly term not applicable: side effect. After investigation the event for this cn# is no longer reportable as nothing indicates that the event is related to fault condition of the device or abnormal use of the device. According to the instructions for use, vascular access site complications and arterial thrombosis is both known adverse events associated with zta endovascular procedure. The event is assessed to be. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.